Event description:
The customer reported that while the iabp was in use on a pt, and noted an autofill failure. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the k6a valve, calibrated the shuttle and atmospheric pressures. In an unrelated repair, he also replaced the expired safety disk. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).